Manufacturer narrative:
Batch review performed on 19 november 2025. Reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot 2510881: (B)(4) items manufactured and released on 23-jun-2025. Expiration date: 09-jun-2030. No anomalies found related to the problem. To date, 70 items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot 2508855: (B)(4) items manufactured and released on 14-jul-2025. Expiration date: 25-jun-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: although a precise root cause cannot be established, these events are generally related to insufficient re-establishment of soft tissue tension after surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any manufacturing-related issue.

Event description:
At about 1 month from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and glenosphere. The surgery was completed successfully.